Event description:
It was reported that over time, the bottom, left corner of the epg (external pulse generator) screen was "falling away - faded." The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Lcd (liquid crystal display) is bleeding on the lower right hand side of the screen. Upper case, side bail covers, and ring cover are broken. Lower case and lead flex cover are contaminated and broken. Heart block and battery flex are contaminated. The ring is bent. Battery drawer is damaged. Encoder flex is out of specification. Pins from the connector of the lcd were misaligned with electrical traces of the encoder flex.